Manufacturer narrative:
This device used for treatment and not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested.

Event description:
Patient was implanted with construct levels t2 to ilium on (B)(6) 2013. Consultant reported the patient experienced the rod pulling out and the ti snap-on transconnector broke post operatively, date unknown. It was reported the rod remained intact. Patient was returned to the o.r. On (B)(6) 2013: surgeon re-implanted the rod: the iliac screws, s1 and l5 screws,(ti matrix polyaxial screws), were replaced. This report is on the 6.0mm ti polyaxial screw. This is 3 of 12 reports for complaint (B)(4).

Manufacturer narrative:
A product development event evaluation was performed and it was reported: all relevant parts for the complaint were not returned and the complaint could not be adequately investigated.

Manufacturer narrative:
The 6.0mm ti matrix polyaxial screw was received assembled with noted non-manufacturing nonconformities: grind marks on one side of the rod slot near the lead in thread. The screw has nicks and scratches on the (B)(4) face with visual deformation to the form. There is damage to the periphery and internal areas of the body. There are no indications that the rod slid on this component. All described nonconformities are post manufacturing. All dimensions pass, complaint is invalid from a manufacturing perspective.

Manufacturer narrative:
Additional narrative: review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition.